Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the patient developed a urinary tract infection diagnosed by patient's report. The patient was treated with antibiotics. The patient recovered on (B)(6) 2009. Per physician, the event was of mild severity and possibly related to coaptite.

Manufacturer narrative:
The device history records for lot 1012201 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.